Manufacturer narrative:
(B)(4). A photo was returned for review and what appears to be a portion of a seal can be observed. However, the seal component does not belong to an 2b5lt device. It belongs to a 12mm universal seal. The retuned devices were 2b5lt trocars and they were received in good condition. The devices were visually inspected and no missing pieces were observed from the sealing components. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that upon finishing a laparoscopic hernia repair and removing the 5 mm trocar, the surgeon noticed a rubber gasket detached from the housing but still on the shaft of the trocar. There was no consequence to the patient.